Event description:
In a study under hde protocol of therasphere for treatment of unresectable hcc, a pt experiened fever of 39.8 with chills. The event was judged by clinical site as possibly related to the treatment.